Event description:
A malfunction on the pump was reported by the caller, and the issue was accompanied by malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the caller was advised to contact technical support again if the issue reappeared. No further actions were reported.